Event description:
It was reported that the pt was admitted to the hosp in 2009 for bradycardia. Per the reporter, her heart rate was in the 30-40 bpm range. When the pt's magnet was placed over pt's generator to disable it, the bradycardia resolved. Pt's generator was programmed off a few days later. All attempts for further info have been unsuccessful to date.